Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. Upon inspection, technician determined that the power cord was cut by getting pinched between the head hilo lift arm and the power supply housing, causing the arcing/burning of the cord. According to the IFU, the bed is intended to be used to transport patients with the foot end of the bed forward. Prior to transport, user should properly store the power cords to prevent tripping. The power cord storage hook must be use at the head-end of the bed in order to take care to prevent damage to ac power cords. An electrical shock hazard exists. Similarly , it is necessary for the progressa¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Examine the plug for damage. Make sure the plug is a one-piece molded plug assembly. If it is not, replace the plug cord assembly. Replace any plug cord assembly that shows: discoloration of the plug molding, any signs of cracking, or loose fit of the plug blade. Replace the power cord, if damaged. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Baxter provided the account with a power cord replacement. The reported event of power cord exposing copper wires and arcing/burning is likely to cause or contribute death or serious injury, and could be contributed to a user error due to end user failing to properly store the power cord. Prevention of this type of event is outlined per the IFU as noted above. Therefore, baxter considers this event reportable to the FDA.

Event description:
It was reported that the power cord got pinched in frame, resulting in fraying of cord and exposing copper metal wires and arching the cord as it shorted to the frame. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).